Event description:
It was reported that the handpiece began overheating during a surgical case. A back-up device was used to continue the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor, rotor, and bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.